Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hemorrhage was unable to be determined. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and vascular tortuosity. Vascular access was obtained via the right femoral vein, a 16fr sheath was inserted, but a kink occurred. Contrast imaging was performed and revealed tortuosity. Therefore, vascular access was then obtained via the left femoral vein but was not successful. Therefore, the sheath was not used and replaced. Vascular access was then obtained via the right femoral vein and was successful. A septal puncture was then performed. A steerable guide catheter (sgc) and mitraclip xtw were inserted without issues. The mitraclip xtw was implanted without issues, reducing the mr to a grade of 1. Contrast imaging was performed and revealed that there was no vascular damage. An additional computed tomography (CT) scan was performed and revealed a small amount of bleeding. In the physician's opinion, the sgc likely caused or contributed to the patient bleeding. There was no effect on the patient hemodynamics. However, a balloon was implanted to stop the bleeding.